Event description:
Report received of an independent bolus delivery. The customer contact reported that the pump was returned from clinical service with the complaint that the pump was in the bolus only mode and the md reported that "it began to infuse on its own". It was unknown if the pump was in use on a pt or if it was in set-up. There was no reported adverse pt event. According to the customer contact, the pump "looks like it has been dropped". Though requested, there was no further informaiton available.